Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5089415) that a female patient with unknown name, age, sex, and race underwent primary breast augmentation with unknown gel implants on both sides and was presented with many illnesses postoperatively. As a result, the patient underwent explantation without replacement on (B)(6) 2019. This report is for the patient¿s right-sided device.